Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened box, seven unopened samples and an opened sample (a detached needle, a dispensed suture, a paper lid and empty opened foil). During the visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, or damaged observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the opened sample, the assignable cause of the suture needle pull off was a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. Per the conditions of the seven unopened samples, no suture needle pull off was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(6). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2018 and a suture was used. During surgery, the needle detached. No patient consequence. There were no adverse patient consequences reported. No additional information was provided.